Manufacturer narrative:
(B)(4). Additional suspect medical devices components involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient had developed an allergic reaction to the internal components. Symptoms were itching and soreness at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had developed an allergic reaction to the internal components. Symptoms were itching and soreness at the pocket site. The patient will undergo an explant procedure.